Event description:
A customer reports electric shocks while wearing their abbott diabetes care device. The customer further detailed their device "started to burn" however there was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned product and no issue was observed. Data was extracted using approved software and extraction was successful. Customer described that the sensor started to burn and some moisturizing started to went out. Customer¿s complaint was not observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and no issues were observed. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned sensor and no issues were observed with the returned sensor interior or exterior. The sensor data in the initial scan was reviewed and analyzed. There were no observations for any signs of sensor data corruption or glucose reading abnormalities. The device was brought to a lab bench for testing. An smu (source meter unit) test was performed to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck moved into state 8 (error termination), indicating that the puck was removed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage testing was within specification, which indicates no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed, and the temperature difference between the puck temperature and the room temperature was observed to be within specification which indicates the puck¿s thermistor is fully functional. An on and off current test were performed on the returned device. The on current had a reading which was within specification. The off current had a reading which was within specification. The customer's reported complaint was not observed. Functionality testing was performed on the sensor and passed with no issues observed. No visual damage was observed to the outside casing or the pcba of the returned sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The sensor was sent for further investigation and de-cased. Internal visual inspection was performed on the returned sensor's pcba (printed circuit board assembly) and no issues were observed. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shocks while wearing their abbott diabetes care device. The customer further detailed their device "started to burn" however there was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.